Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue and no information provided regarding impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of malfunctioning pump using prepaid label within 10 days, all of which customer understood and acknowledged.